Manufacturer narrative:
This report is being filed to provide in investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.run data file analysis did not show a conclusive root cause for the higher than expected wbccontent measured in the platelet product reported for this collection. Based on the availableinformation, it is possible though not conclusive, this failure may be donor related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content measured in the platelet product reported for this collection. Based on the available information, it is possible though not conclusive, this failure may be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.